Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension. On (B)(6) 2017, a secondary procedure was performed for an unknown reason. During the secondary procedure an additional bifurcated stent graft and vela suprarenal were implanted. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment determined that there was evidence to reasonable suggest type iiib of the supra-renal cuff occurred that was not included in the event as reported. The type iiib of the cuff was discovered on (B)(6) 2018 during review of the 48month post implant CT scan. A definitive root cause cannot be determined; however, the use of the strata material likely contributed to this event. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Common device name: correction. Model/lot/expiration date: correction. Concomitant medical products and therapy dates: correction. Release date: correction. Patient code: correction. Device code: correction.